Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked; cause was not known. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy as the pump remained functional.